Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 361 mg/dl to a value displayed as "high," and a high level of ketones; cause was unknown. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.